Manufacturer narrative:
A ge service rep performed an onsite investigation. The button cover on the doghouse was resnapped in place. The voltage output on the mainframe at ps1 was raised to 5.15 vdc. The interconnect connections and the wire connections on the workstation were checked. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that during a procedure the system displayed a communication failed error message and had issues with the generator and the workstation. No pt injury was reported.